Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. A device history record was extracted and device met requirements. Product was not returned for manufacturing eval. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.

Event description:
It was reported by a peritoneal dialysis facility that a pt coded during treatment and subsequently expired. It was also reported that the pt had three previous events of this nature. There was no suspected device malfunction.